Event description:
An ophthalmic surgeon reported that during a cataract extraction with intraocular lens (iol) implant procedure, the deposit appeared during surgery when the implant was placed, the deposit was large, long and transparent and was completely removed from the eye by polishing during the initial procedure. The patient's current health status reported as resolved. Additional information was requested. Information was provided by the surgeon and it was further clarified that the injector had issues. The damage in the nozzle may indicate a handpiece issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).